Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
A portion of the suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined, however it is likely that significant force was applied to the device during use.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an intravascular procedure, the guide wire detached within the patient's inferior vena cava (ivc). The physician used a set of grasping devices to successfully capture and remove the detached wire from the patient. No patient injury to report.